Event description:
This is report 1 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for bacterial peritonitis manifested by abdominal pain coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with unspecified antibiotics and recovered from the peritonitis. The patient was discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: actual occurrence date is unknown; however, it was reported that the patient experienced peritonitis sometime in (B)(6) 2013 a batch review was conducted for potentially associated lot numbers h13h04034 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).